Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient arrived from the or with an mivf bag clamped and connected to a PICC however the tubing was no longer in the pump. The pump was not infusing at the time since there was a bulge noted in the silicone segment of the tubing. The rn disconnected the tubing from the patient's PICC line and noticed the PICC line would not flush and required administration of tpa. The rn noticed a white/cream like solution backflowing into the tubing. There was no patient harm.

Event description:
The customer reported that the patient arrived from the or with an mivf bag clamped and connected to a PICC however the tubing was no longer in the pump. The pump was not infusing at the time since there was a bulge noted in the silicone segment of the tubing. The rn disconnected the tubing from the patient's PICC line and noticed the PICC line would not flush and required administration of tpa. The rn noticed a white/cream like solution backflowing into the tubing. There was no patient harm.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment of the tubing was confirmed. During visual inspection it was observed that the silicone segment tubing had a bulge and discoloration, and was weakened in the center of the segment. During functional testing a bulge/balloon was observed. The root cause of the customer's report was not identified.